Event description:
A customer reported experiencing a cartridge alarm issue with their pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump and instructed the customer to use an alternate method of insulin delivery in the meantime. The customer was advised that they would receive a replacement pump with updated software and was informed about the necessary training and steps to be taken upon receiving the new pump. The customer understood and acknowledged all instructions, including returning the problematic pump.